Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the upper arch is tilting inward and the four lower front teeth are hitting behind the upper teeth when they eat.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.